Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released after the plug button was pressed. The device was finally replaced with a suture. The device was being used on the femoral artery puncture site. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a cordis 7f short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified by angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and the access vessel showed no tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression in the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was fully inside the shaft, and the indicator wire was not visible. One non-sterile vascular closure device 7f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was partially depressed and the plug was still mounted on the delivery shaft showing a partial deployment. The indicator window was received on black/white and red position and the guard was found locked. The plug partially deployed portion was observed to be swollen due to the contact with blood, which was observed by the condition of the device was returned in. The dimension of the delivery shaft inner diameter (ID) was reviewed according to the parameters established. During the analysis it was confirmed that the dimension of the ID was within specification. Additionally, the delivery shaft length was confirmed to be within specification (7.15¿ ¿ 7.55¿) with a 7.15¿ measurement. Exoseal functional testing could not be fully executed due to the conditions of the unit received, where the deployment mechanism was already triggered since the deployment lever was received partially depressed already. Nevertheless, to confirm that the internal mechanism was not compromised, the deployment lever was depressed after the plug was manually removed. During this evaluation, it was observed that deployment lever full depression could be achieved with no evidence of internal assembly configuration related impediment. Visual inspection at high magnification showed that no evidence of obstruction or other type damage could be identified in the internal configuration of the device assembly that could be related to the reported malfunction. Nevertheless, the plug was pulled manually from the distal end in the delivery shaft to achieve the complete deployment and evaluate its conditions as received. During the plug evaluation it was observed that the plug was swollen, probably due to the amount of blood that it was exposed. Based on the results from this analysis the reported event by the customer as ¿vascular closure device (vcd) - deployment difficulty - unable¿ was not confirmed, due to the conditions observed, where the deployment lever was partially depressed, and the plug as expected did not was completely deployed. Additionally, it was concluded that there is no evidence related to a manufacturing defect or anomaly that could contribute to the event as reported, since the device conditions indicated that the device internal mechanism was not compromised in any way. After the plug was manually pulled to completely deploy it from the delivery shaft it was concluded that the resistance felt on the first attempt to depress the deployment lever, could be related the adhered swelled plug portion, additionally, the deployment lever full depression was achieved after the swelled plug was removed, along with the fact that no dimensional out of spec conditions were observed. Procedural and/or handling factors may have contributed to the reported event, since it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. Concluding that no corrective or preventive actions will be taken for this complaint. Based on the information available for review and the product analysis, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not released after the plug button was pressed. The device was finally replaced with a suture. The device was being used on the femoral artery puncture site. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician was certified in the use of exoseal vcd. There were no visible signs of device or package damage prior to use. The catheter sheath introducer used was a cordis 7f short sheath. The device was stored and prepped according to the instructions for use (IFU). The suitability of the femoral artery was verified by angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5mm. There was no visible calcium or plaque at the puncture site, and the access vessel showed no tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression in the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was fully inside the shaft, and the indicator wire was not visible. The device is being returned for evaluation.